Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a lubricant cap was found as a "foreign body" inside the patient's vagina. The complainant noted that since the cap is clear, it may not have been distinguishable in the tray and mixed with the lubricant while lubricating the catheter to be inserted. Therefore, the complainant has requested the color of the cap be changed in order to prevent the issue from happening again.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this foley trays product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley trays product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a lubricant cap was found as a "foreign body" inside the patient's vagina. The complainant noted that since the cap is clear, it may not have been distinguishable in the tray and mixed with the lubricant while lubricating the catheter to be inserted. Therefore, the complainant has requested the color of the cap be changed in order to prevent the issue from happening again.